Manufacturer narrative:
Initial reporter address (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported a physician found a crack in the barrel of a 3 ml bd luer-lok¿syringe with needle prior to use. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
One photo was returned for investigation and observed damage on the syringe barrel. Twenty actual samples were returned for investigation. The samples were subjected to visual inspection and observed damage and rubbed off on the scale line of the syringe barrel. The damage was located in the same location (near 1ml scale line) of the syringe barrel. Observed damage and rubbed off on the scale line of the syringe barrel from the returned 20 actual samples. A device history record review showed no non-conformances associated with this issue during the production of this batch. Probable cause for this non-conformance happened at the assembly machine when there is product jammed at the needle assembly dial and hence resulted the subsequence syringe to rub against the tooling and jammed product which caused damage on the barrel body and rubbed off on the scale line.